Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt's lvad was exchanged due to the pt having hemolysis. The pt remains ongoing on the new lvad.

Manufacturer narrative:
The manufacturer was unable to conclusively determine the reported event of hemolysis as the device was disposed of and was not returned to the manufacturer for evaluation. A review of the device history records revealed the device met all applicable specifications upon product release. No further info is available. The manufacturer is closing its file on this event.